Event description:
It was reported by the patient's mother that the patient was experiencing an increase in seizures, described as 15 minute back-to-back seizures for the past two nights and was admitted in the hospital. Medication was given to the patient to subdue the seizures. The mother requested that a sales representative check the patient's device to make sure it was okay. The sales representative confirmed the device was checked and reported that the patient was still in the ICU. No additional relevant information has been received to date.